Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae on the left eye (os) at 2 day post op exam. A brief description from the surgery center indicated the patient accidently elbowed in the left eye on the first post op night after the laser treatment. On the 2nd day after the laser treatment, the patient had pain and very blurry vision. The surgery center noted multiple flap striae and narrow gutter along the nasal flap edge. The flap was lifted, smoothed and repositioned to resolve the striae on the left eye. Pre-op; best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op: 20/20 -.25 x -1.25 x 115; left eye pre-op: 20/25 -1.00 x -1.50 x 67.